Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s lcd screen blacking out. The patient required ambu bag ventilation. No harm or injury were reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display was replaced to address the issue.